Event description:
It was reported that during preparation, after the skypoint stent delivery system was removed from its packaging without issue, a piece of the device material was observed sticking up. It looked a bit separated, but still intact. The procedure was completed with another device. There was no patient involvement as the device never entered the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. There was no break noted as reported. Although the reported shaft break could not be confirmed during return analysis, it is likely the account was referring to an observed product quality problem (irregular appearance) which appears to be lifted material located at the guide wire exit notch. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. The investigation determined the noted lifted material located at the guide wire exit notch appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated.